Event description:
It was reported that multiple altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was approximately 230 mg/dl. Reportedly, the customer was able to load a new cartridge and resume insulin therapy.